Event description:
It was observed during the device inspection that subject device had the bending section separating. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the result of the investigation the root cause could not be identified. However, the likely cause is stress, where some excessive force was applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.